Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a bulge in the left cylinder was observed. The pump and left cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinder was microscopically inspected and had a hole at corner of a fold in the middle of the cylinder. The cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The cylinder did not pass the leakage testing. The unused cylinder passed visual inspection and the leakage testing. The momentary squeezed (ms) pump was microscopically inspected and was cut down to the pump block. The ms pump did not pass activation tests. The pump passed the leakage testing. This investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a bulge in the left cylinder was observed. The pump and left cylinder were explanted and replaced. No patient complications were reported.